Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin under delivery of the pump and an issue with the pump middle key. The customer experienced hyperglycemia with blood glucose value of 12.8 mmol/l mg/dl. The customer reported hyperglycemia was treated with manual bolus. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer reported the pump algorithm issue. The customer did not receive a stuck button alarm. The numbers are not ramping up on their own, the scroll bar isn¿t moving without input, and there was some response from the buttons. The customer was able to access the menu screen. Buttons remained unresponsive after troubleshooting. No harm requiring medical intervention was reported. Instructed the customer to revert to backup plan per healthcare professional instructions and place pump in storage mode. Mmt-1885 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0873 inches. All buttons function properly. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of (B)(6) 2025 found bolus deliveries of 4u at 06:05:24.000 and 2u at 10:07:40.000. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. Test sc1-cap locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. In summary, customer allegation for pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.